Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute integrity des were implanted in the lcma. One day post index procedure raised tin and ck were reported and this was related to a myocardial infarction. The target vessel involved was the lad. The patient was treated with medication and recovered. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication.

Manufacturer narrative:
Additional information: cec adjudicated the event as non-q-wave mi (tv), 3rd udmi peri-pci and commented there was a side branch occlusion of the lad. If information is provided in the future, a supplemental report will be issued.